Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor, implanted on (B)(6) 2021, 507658 lead . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) lead was suspected to be dislodged. The ra lead was revised and remains in u se. No patient complications have been reported as a result of this event.